Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel on 4 episodes in the stored electrograms. The noise caused pacing inhibition. The lead measurements are normal. The noise could not be reproduced.